Manufacturer narrative:
There was no device malfunction. The device was received for evaluation and successfully passed testing. Available log files were retrieved and analyzed which showed the device was performing as designed and intended. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. (B)(4).

Event description:
A report was received on (B)(6) 2021 from the family member of a (B)(6) female with a medical history including end stage renal disease, who stated the patient felt dizzy and passed out at the end of a home hemodialysis treatment on (B)(6) 2021. 911 was called and the patient was transported to the hospital where they later passed away. Additional information was received on 08 sep 2021 from the home therapy nurse (htn) who stated with 12 minutes remaining on treatment the patient felt dizzy and became unresponsive. The patients caregiver administered saline, called 911, then proceeded to give mouth to mouth until paramedics arrived. The patient was transported to the hospital and pronounced at an unspecified time.